Event description:
Problem with piston rod [device malfunction]. Case description: medical device information: class iib. Spontaneous report received from (B)(6) and reported by a health care professional as "problem with piston rod." It concerns a pt treated with novopen 4 (insulin delivery device) (drug first dose unk, drug stop date unk) for "device therapy." Pt height not provided. On an unk date, the pt experienced problems with piston rod. The start and stop dates of the event are unk. The overall outcome is reported as "not reported."

Manufacturer narrative:
Analysis result: product name: novopen 4. Batch rv40678. No. Of samples: 1. Investigation and results: technical, visual and functional examinations were performed. The device was disassembled. Some internal pen parts are damaged and broken off causing that the display stops at 4 iu when performing the injection. Due to the broken pen parts, the piston rod moves backwards during dosage selection. Furthermore, the end of content will be reached earlier than normal. The user will not be able to use all of the insulin in the insulin cartridge. Conclusion: we can confirm the user's experience with the device. The observed problem is due to incorrect handling during use. The damage occurs if the customer tries to inject with a very high force several times, for instance, if a blocked needle is attached to the pen. This is a final report, as no further info is available.